Event description:
Per oos, this system was explanted due to infection and sent to pathology. The patient was septic. The system remains at the hospital and has not been replaced. Cylos dr, (B) (4), MDR 1028232-2010-00856, setrox s 53, (B) (4), MDR 1028232-2010-00857.